Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed on the 27th april 2010 and that it had performed to specification up to the 10th august 2014. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the 16th august 2014 and the last log entry on the 18th december 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.